Event description:
On (B)(6) 2010, the pt was implanted with five gore excluder aaa endoprostheses. On (B)(6) 2010, another contralateral leg endoprosthesis was placed. After multiple attempts, no additional information was provided.